Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was air lifted to the hospital on (B)(6) 2017 with blood glucose of 873 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. It was reported that prior to hospitalization, insulin pump received no delivery alarms. Caller reported that healthcare professional stated that high blood glucose was due to insulin pump. Caller declined troubleshooting for high blood glucose.